Event description:
It was reported that the customer experienced intermittent occlusion alarms, which caused their blood glucose level to read "high," a specific value was not provided. The customer took corrective action by administering a correction bolus via the pump and cleared the alarm to resume insulin.